Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motor error during bolus. Customer was able to clear the alarm but the alarm reoccurred during rewind. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.